Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began intraperitoneal treatment for the peritonitis with cephalosporin and penicillin added to the dianeal solution (doses and frequency was not reported). No further detail was provided regarding whether the patient was hospitalized for the event. On an unreported date the patient was recovered from the event. No additional information is available.